Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10, h2; h3; h4; h6, h10. The reported event is confirmed with product return. Upon visual inspection there is black debris inside the seal. The sterile barrier is intact. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. This event falls under a scope of a previous corrective action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Model #: (01)00880304517295(17)291006(10)6639542. Concomitant medical products: tprlc xr mp fp t1 pps 5x95mm cat# 51-149050 lot# 6644165. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01375.

Event description:
It was reported that debris was identified within sterile packages. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.